Manufacturer narrative:
Pump received with detached end cap. Unable to perform displacement test due to detached end cap.

Event description:
Customer reported via phone call that the bottom end of the pump was coming off. Customer's blood glucose at the time of the incident was unknown. The device has been returned for analysis.